Event description:
A report was received that during a revision procedure the physician determined that the lead was fractured. It was reported that the wires were exposed just above the contacts on the splitter end of the lead. The patient will undergo a lead replacement procedure. .

Event description:
A report was received that during a revision procedure the physician determined that the lead was fractured. It was reported that the wires were exposed just above the contacts on the splitter end of the lead. The patient will undergo a lead replacement procedure. .

Manufacturer narrative:
Additional information was received that the patient would not need a revision at this time. The patient¿s pain area was satisfactorily recaptured through reprogramming despite fractured lead. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).